Event description:
A surgeon reported blockage in the tubing during the irrigation and aspiration (I/a) portion of a cataract extraction with intraocular lens implant procedure. The surgeon clarified that there was not enough suction to remove the viscoelastic which resulted in the blockage. The surgery was completed by using a bimanual I/a tip to remove the viscoelastic. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).